Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had atrial fibrillation (af) for the first time and received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due it being classified as ventricular tachycardia (vt). Possible undersensing of qrs complexes was also observed in other untreated episodes. Technical services (ts) was consulted and noted the undersensing occurred in individual episodes as a result of a slow detection profile from fluctuating amplitude measurements and noted the s-ICD uses slow detection profiles to avoid oversensing of t-waves at slower frequencies. Ts discussed that at high frequencies the undersensing is not expected to occur. The s-ICD remains in service and no additional adverse effects were reported.